Manufacturer narrative:
(B)(4):the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was attempted to be implanted within the left main bronchus on (B)(6), 2011 during a stent placement procedure. According to the complainant, the patient was being treated for cancer. The patient's anatomy was not tortuous and it had not been dilated prior to the attempted stent placement. During the procedure, once the device was positioned within the target lesion, the physician released approximately 3-4mm of the stent. At this point, it was not possible to release the next few knots in order to release the stent. Reportedly, the deployment suture was tangled over the delivery catheter. No other issues were noted to the device that could have contributed to this event. The partially deployed stent was removed from the patient and the procedure was completed without implanting a stent. Following removal of the device, the physician commented that some knots were too tight or even missing. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.